Manufacturer narrative:
The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer did not provide the specific steps taken during the cleaning sterilization and disinfection (cds) process.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿   olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that after two treatments with enziqure and reprocessing, the evis exera iii colonovideoscope tested positive for 40 cfus of pseudomonas aeruginosa. The user did not report any contamination or any other serious deterioration in the state of health of any person to which the scope could have been a contributory cause.

Manufacturer narrative:
To date, the customer has not provided the cleaning, disinfection, and sterilization process. They do not use olympus washers but instead use steelco washers and dryers. Prior to device evaluation, the olympus scope was sent to an independent laboratory for culture testing. The hygiene microbiological investigation report indicated all the channels of the scope were cultured and tested positive for less than one (1) colony forming units (cfus)/ endoscope of microorganism. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of a positive culture was not confirmed. In addition, the light guide cover lens was cracked. The plastic distal end cover was scratched. The bending section cover glue was white clouded. The connecting tube was wrinkled. The connecting tube protector was shaved. The biopsy port mouthpiece was damaged. The air/water cylinder was scratched. The switch box unit was scratched. The universal cord had buckles. The plug unit was damaged. The scope connector cover was damaged. The adhesive around lenses was worn. The bending section cover glue peeled off. The angulation system bending tube movement did not meet specifications. The bending angle was reduced due to elongation of the angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.